Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device. The repair could not be verified. A non-medtronic service provider returned a single board computer (sbc) printed circuit board (pcb). A service engineer evaluated the pcb. When it was placed into a test ventilator the ventilator display froze at the six picture screen.

Event description:
During investigation, a ventilator display intermittently froze at the six picture screen. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.